Event description:
Received product from the distributor that had expired more than 20 months prior. (B)(4) distributor distributed a bard huber needle used for chemotherapy that was expired. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: chemotherapy. Event abated after use stopped or dose reduced: yes.